Event description:
A customer reported that a pt had received an anesthetic block in anticipation of emergency vitrectomy surgery. The system displayed a message and the surgery was canceled before the incision was started. The surgery has been rescheduled. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).